Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image and a b30 error was noted due to a defective output socket. In addition, the lamp timer of the xenon lamp indicated more than 500 hours of use. The probable cause of the lamp condition was due to wear and tear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source displayed black screen. The event occurred during a colonoscopy procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation and the technical evaluation report (ter), the phenomenon ¿black screen is displayed¿ and ¿error b30¿ were reproduced and it was due to a faulty scope socket. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.